Event description:
It was later reported from pathology report that the patient experienced silicone migration, granuloma, and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported multiple implant fracture of the left breast implant, silicone bleeding and enlarged lymphnodes, diagnosed by ultrasound, mammography and MRI. No tumour and metastases evidence. The device has not been explanted yet. Left side.